Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Study event. Device malfunction: unable to retrieve epd with rc 1. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, the physician had difficulty recovering the rx accunet embolic protection device with the shapeable tip design recovery catheter (rc1), despite manipulating the patient's head into different positions the rc1 would not pass through the stent. The physician switched to the low profile flexible design recovery catheter (rc2) and the device was then removed successfully. There were no reported adverse patient effects. There is no additional information available.